Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the maestro duraguard foot was found to be bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Follow-up being submitted for investigation results and corrected data. Corrected data: the customer has been informed that they have the option to return this equipment to stryker for evaluation. They have declined at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the maestro duraguard foot was found to be bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.